Manufacturer narrative:
The autopulse lithium ion battery (s/n (B)(4) was returned to zoll for evaluation. Visual inspection was performed and no damages were observed. Review of the archive data revealed multiple error messages; however, were unrelated to the complaint. The primary complaint was confirmed during functional testing. The battery failed to be charged and also did not power on a known good autopulse platform. A possible root cause of the problem is a broken resistor or thermistor/thermocouple on the battery printed circuit assembly (pca); however, an exact root cause of the problem could not be determined.

Manufacturer narrative:
Zoll has not yet received the autopulse lithium ion battery for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During a shift check, it was reported that the autopulse lithium ion battery (s/n (B)(4)) did not power on the autopulse platform. According to the customer, the battery completed its test cycle and the charger indicated that the battery was fully charged. Additionally, the green led appeared on the battery when the status check button was pressed. Following the event, the customer reportedly inserted the battery into multiple autopulse platforms; without success. There was no patient involvement reported.